Event description:
It was reported that pump experienced malfunction alarm with code malf 1, which recurred even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support on how to reset pump, use mobile app to upload logs, and transition to multiple daily injections as backup therapy, and pump replacement with updated software was arranged under warranty; customer was also instructed to place pump in storage mode, return it within 10 days using provided materials, and then program settings and connect continuous glucose monitor on replacement pump.